Event description:
Customer reported discrepant blood glucose readings. Device 1-11:15am reading =417 mg/dl. Device 1-11:25am reading=376 mg/dl. Device 1-11:25am reading=324 mg/dl. Device 2=262 mg/dl. At 11:25am, law draw=249 mg/dl. Controls were in use and reported to be in range. A request was made for the return of the suspect device and replacement product was sent.